Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a neuron max 6f 088 long sheath (neuron max) and an aspiration catheter. During the procedure, the velocity was used to bring the aspiration catheter to the target location. While removing the velocity to aspirate the clot, the velocity broke into two pieces at mid-shaft. Therefore, the physician used a snare device to remove the broken velocity. The procedure was completed using a new velocity and the same neuron max. There was no report of an adverse effect to the patient.